Manufacturer narrative:
Additional information: the child bled as a result of the reported event and an antibiotic therapy was necessary. The device has been received for evaluation. Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, specifications, and visual inspection of the device was conducted during the investigation. One device was returned. The length of the returned catheter is 7.7cm. A visual examination noted the seal between the tubing and the hub has pulled loose on the entire circumference. A thorough review of the device history record for complaint lot number 7687227 observed two non-conformance(s) for loose foreign matter which were re-worked. A search of the manufacturer's database for similar complaints revealed this to be one(1) of four(4) records associated with the complaint lot number; 7687227. The cook tpn single lumen catheter repair set is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿care should be taken when using a wire guide through a cook tpn catheter repair set to prevent damage within the catheter. Firmly clamp the catheter near its entrance to the skin with rubber-shod forceps. The stylet acts as a guide for insertion of the metal cannula. After insertion of the metal cannula into the lumen of the existing catheter, the stylet should be removed." Based on the investigation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided and the results of our investigation, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the part of the cook tpn single lumen catheter repair set "which is normally connected with the rest of the internal part, naked itself" [sic]. The customer confirmed that, as a direct result of the product problem, the operator had to change out the device. The conditions surrounding the usage and handling of the device are not known. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation. This was a pediatric patient.